Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation

Event description:
A site representative reported that during cranial resection, when the zeiss micro communication cable was connected to the navigation system, the system unexpectedly shutdown. Rebooting the system resolved the issue and site proceeded with procedure. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.